Event description:
The customer reported to olympus that the telescope, 10 mm, 0°, hd, quick lock, autoclavable had the camera head connection damaged and cracked. The event occurred during inspection for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6) hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure was caused by wear and tear, as well as excessive force. Olympus will continue to monitor field performance for this device.